Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was informed on 02/13/2020 of an incident involving a ncircle tipless stone extractor ntse-022115-udh. The device reportedly did not work properly before use during a flexible ureteroscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no additional harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawing, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. Visual inspection noted the device was returned with the handle in the open position and the basket formation severed from the coil assembly. The mlla (male luer lock adapter) was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.6 cm in length. There were several bands in the basket sheath, most likely from transport. The severed basket formation was returned in the shipping tray and had a broken wire. Wires were protruding form the proximal end of the distal cannula. Functional testing determined the handle doe actuate the coil assembly. The handle was disassembled. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be extensively damaged: the basket formation was separated from the remainder of he device. One of the basket wires was broken. The basket sheath was bent in multiple locations. The provided information stated that "the extractor didn't work properly." Based on the condition of the returned device, it appears that the basket wires broke before use of the device. There is no information provided related to handling of the device before use, so the cause for the broken basket wires could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: postal code: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a flexible ureteroscopy of the urinary tract, a ncircle tipless stone extractor did not function "properly". This occurred prior to direct patient contact. Another same device was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this alleged malfunction.